Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system smart remote manager (srm) refrigerator door locking mechanisms failed. A field service engineer (fse) identified that the refrigerator door hasp was misaligned, causing the smart remote manager (srm) to fail. The fse adjusted both the hasp and the remote housing using four lock nuts, ensuring proper alignment. The unit was tested in diagnostics and verified by the pharmacy in the application, confirming normal operation and resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, refrigerator door locking mechanisms were falling apart and failing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.